Event description:
At end of revascularization as equipment was being pulled out the distal tip of the wire was noted to unravel and break off. A snare to retrieve this was not successful as the wire was in a distal tip of the artery (1.5mm distal). Decision was made to leave the fragment in situ.